Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of the infection was unknown.

Event description:
It was reported that a patient with a deep brain stimulation extension experienced infection, wound breakdown, incomplete skin healing following extension revision, exposure of device/extensions due to skin breakdown, presence of pus in the device pocket and by the extension, and persistent failure of the wound to close. The patient underwent extension revision due to exposure and skin breakdown, battery revision, and ultimately explant of the device due to ongoing wound issues and infection. The patient was treated with revision surgeries and antibiotics for infection and wound breakdown. Despite these interventions, persistent wound healing issues remained, necessitating device explant due to unresolved infection and failure of wound closure. No deaths were reported.

Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension. Product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 27-nov-2025, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 13-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.